Manufacturer narrative:
Reference number (B)(4). Catalog number is the similar us list number, the international list number is unknown. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The disposition of the device involved is unknown; therefore, it is unknown if a return sample evaluation is able to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in saudi arabia underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6)2022, the patient experienced a stoma site infection. As treatment, the patient received oral augmentin; additionally, the patient was transitioned to oral parkinson¿s medication until the stoma site healed.